Event description:
It was reported that the valve did not appear to be draining well.

Manufacturer narrative:
The valve was explanted in 2008. The implant date was unknown. The valve was patent and passed siphone testing. The valve could not be tested for reflux, as the water was flowing through the damage on the delta chamber. The valve was no within specifications for any pressure-flow and preimplantation testing. Debris within the valve may interfere with the valve mechanism resulting in high pressure-flow results. The valve also did not pass leak testing due to the damage on the delta chamber. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.